Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): no pre-dilatation. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred.

Event description:
It was reported that the patient was admitted with severe angina. The procedure was to treat a 95% stenosed lesion in the distal circumflex with heavy tortuosity and moderate calcification. The 2.75 x 23 mm xience v stent delivery system was advanced for direct-stenting. The stent was implanted; however, a proximal edge dissection was noted, and a 2.75 x 18 mm xience v stent was implanted to treat the dissection. There were no additional adverse patient effects. No additional information was provided.